Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (1 mg at 0.05 mg/day) and bupivacaine (4.7 mg at 0.235 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was examined, on (B)(6) 2019, and the pump was beginning to erode with pain at the pump site. It was noted the upper right corner of the pump was eroding through the skin, but had not completely eroded through yet. It was noted it was tender to touch. The patient's pump was re-positioned on (B)(6) 2019 and resolved without sequelae on the same day. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6). Additional information received from a healthcare provider via a clinical study reported the pump was explanted with replacement on (B)(6) 2019.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the device was disposed of according to bio-hazard instructions.

Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.